Event description:
It was reported that pump displayed cartridge change error. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer gave correction insulin by injection and, with guidance from technical support, inspected cartridge and o-ring, removed extra o-ring and debris from pneumatic area, cleaned area, reattached cartridge securely, and successfully completed load process to resume insulin delivery.